Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product returned. Difficult to advance: the cause of the delivery issue was determined to be patient condition related to the patient's anatomy, vessel tortuosity, and calcification. Device history lot: device lot: 1978799. Device history review: this pump sn (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient was being implanted with an impella 5.5 and the insertion was aborted. It was reported that the patient¿s anatomy was calcified and tortuous, and the impella 5.5 was unable to pass through the innominate artery. The patient was subsequently implanted with an impella cp. No information was provided on the impella cp. No signs or symptoms of patient injury were reported, there was no reported harm associated with the event.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.